Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event log was reviewed and there were "no disposable" and "high pressure" alarm messages after the pump was started. Functional check was performed on the pump and it was also visually inspected. The reported "repeated alarms for no disposable, clamp tubing" issue was unable to be duplicated. Visually inspected the pump's event history logs showed "no disposable and high pressure" alarm messages after pump started. The upstream sensor was replaced to resolve the issue.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited continuous alarms for "no disposable, clamp tubing". Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.